Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon reported that the monopolar curved scissors (mcs) was no longer making the movements correctly, making it impossible to continue the surgery, requiring replacement. The mcs had a cable break. The procedure was completed with no reported injury.